Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when it was discovered that the syringe was broken at the connection site of the cement gun. A back-up device was used to complete the procedure successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and a quality investigation has been completed.

Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when it was discovered that the syringe was broken at the connection site of the cement gun. A back-up device was used to complete the procedure successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection the cartridge was broken.